Manufacturer narrative:
Date of event - estimated based on the aware date of (B)(6) 2020.

Event description:
It was reported via social media that a death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Per report, the patient died after the procedure. Internal bleeding occurred due to the hooks of the device.